Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvwb8, implant, tapered screw-vent 4.5mm collar, wide, sbm, 8mm l for evaluation. Visual and functional evaluation was performed. Tested in-house and was unable to remove mount from implant. Mount screw drive feature observed to be rounded. DHR review was completed for the subject lot number 1261507. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261507 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The mount is stuck to the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvb10, implant, tapered screw-vent 4.5mm collar, wide, sbm, 8mm l for evaluation. Visual and functional evaluation was performed. Tested in-house and was unable to remove mount from implant. Mount screw drive feature observed to be rounded. DHR review was completed for the subject lot number 1261507. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261507 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The mount is stuck to the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter phone: (B)(6). G4: premarket identification: k011028/k013227.

Event description:
It was impossible to remove the mount during placement. The doctor tried outside the mouth, with the same result. Procedure completed with a new implant.